Event description:
It was reported that during an implant attempt, the left ventricular lead was unable to pass through the veins. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis revealed no anomalies. It was also noted that all conductors had blood/body fluid (not obstructed).